Event description:
It has been reported that the system was not booting up. No harm has been reported to philips. A fuse tripped, causing the system to not boot up. Philips is further investigating complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when issue occurred, and the procedure got completed by moving the patient to a different cath lab. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing the fse identified breakers for 480v output from high-speed transfer switch to mains cabinet were tripped. The fse reset the breakers and verified system¿s power was stable. On the same week, the similar power issue reoccurred and fse determine the defective mpd board was the causing this issue. The fse replaced mpd board. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation results code was corrected.